Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.